Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the customer's insulin pump stopped working. The customer was not with the parent and the parent planned to call back. The parent was advised to disconnect the customer from the insulin pump and revert to a health care professional's instruction.